Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device was lost; therefore, a technical analysis of the complaint device could not be completed. There is a picture provided which showed evidence of the device in basket position; however, the slider is not visible in the picture, therefore the allegation could not be confirmed.

Event description:
It was reported that one farawave catheter was selected for being used, during preparation it was noticed that it was difficult to undeploy the device, it was done by hand, we the device was in the left atrium there was difficulty to retract the farawave in the faradrive. The farawave was retracted with a lot of force. The procedure was completed with the original device without patient complications. The device is not expected to return for laboratory analysis. It was further reported that there was difficulty to withdraw the catheter through the sheath when the catheter was outside of the sheath in the left atrium during removal.

Event description:
It was reported that one farawave catheter was selected for being used, during preparation it was noticed that it was difficult to undeploy the device, it was done by hand, we the device was in the left atrium there was difficulty to retract the farawave in the faradrive. The farawave was retracted with a lot of force. The procedure was completed with the original device without patient complications. The device is not expected to return for laboratory analysis. It was further reported that there was difficulty to withdraw the catheter through the sheath when the catheter was outside of the sheath in the left atrium during removal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.